Event description:
Dr facility alleges that air entered the dialysate chamber. Blood was returned and treatment was resumed with new dialysate and sorb cartridge/ no further difficulty reported. Blood loss > 100 cc. No pt involvement reported.